Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they could not get the hemopro cutter into the housing device. They felt there was something in the way that would not let it move inside. This was never used on a human. It was set aside for evaluation and a new kit was opened.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 08/17/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was observed to be intact, no visual defects were observed. The cannula was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.